Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. Technical support received the logs from customer. Logs shows that high blower temperature alarms were triggered and reached maximum temperature of 139.9 degree celsius. Additionally, alarm 316 (blower failure) was also active and the blower test results confirmed that there is blower failure. The root cause of blower failure was due to clogged filter. A separate report submitted under manufacturer reference (B)(4) for the main electronics issue.

Event description:
The customer reported blower failure with their bellavista 1000 unit. Patient involvement is not known at this time.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause was determined as due to user faulty as the end user lack of maintenance/filter exchange combined with not reacting on blower temperature alarms. Initiated new blower replacement.